Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6)2026. On (B)(6)2026, the patient experienced fatigue and a headache. The father took a fingerstick and when compared to the cgm reading it was inaccurate, however no specific cgm nor blood glucose reading was reported from this event. The patient had ketones, but no specific value was reported. The patient was taken to the hospital by the parent. The patient received treatment with intravenous insulin and fluids. Blood and urine tests were performed as well. The evaluation determined that the patient's condition was due to dehydration and insulin exposure to heat. No further information regarding treatments or medication was reported and the patient was discharged on the evening of the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.